Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported event "haptic broken/torn" was observed. However, "improper delivery" could not be confirmed. No cartridge was returned. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. Unable to conduct dimensional testing due to condition of returned sample. No cartridge returned. We are unable to determine the root cause for the reported complaint "haptic broken/torn". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a cataract surgery with an intraocular lens (iol) implantation, when injecting the iol into the anterior chamber the surgeon realizes that the iol entered incompletely. One of the arms is enmeshed in the paracentesis. The surgeon proceeds to remove the iol and the arm which had already completely detached. Additional information has been requested.